Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found three internal insulation abrasions breaching the ventricle cable lumen between the shock coils with the etfe coating of both right ventricle cables abraded and one internal insulation abrasion breaching the superior vena cable lumen with the etfe cable coating damage in this location.

Event description:
This report is to advise of an event observed during analysis. Wear problem.